Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the reported issue that the device was intermittently passing the est. The fsr replaced the exhalation manifold metal enclosure and it resolved the reported issue. The consistently passes the est as expected, as well as passing the operational verification procedure and user verification tests to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, it passes the extended self-test (est) sometimes and sometimes it fails. The customer stated there was no patient involvement.